Manufacturer narrative:
A ge service representative performed an onsite investigation. The battery charger, battery pack, power cap module and the power cord were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the system failed to boot up. There was no patient injury or death reported.